Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 516 mg/dl. The customer did experience any symptoms such as nausea as a result of high blood glucose. The customer was treated with bolus, insulin pump and insulin drip. The customer stated that auto mode was not active and was not delivering insulin delivering insulin at the time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Self test and displacement test was pass. Troubleshooting was performed high blood glucose. The insulin pump will not be returned for analysis.